Manufacturer narrative:
Date sent to the FDA: 11/19/2021. Summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code sxpp1a405. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was predominantly composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/21/2021. Additional h6 component code: g07002 ¿ device not returned. Additional information: h6. Additional information was requested, and the following was obtained: device return- pcf is closed due to quarantine restrictions exceeding reasonable time for hospital fulfillment of product return due diligence. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 07/24/2021. Additional information was requested, and the following was obtained: 1) serious injury: no. 2) the patient demographic info: age, gender, weight, bmi at the time of index procedure 30yrs, female, 57kg. 3) in the attachment, the procedure date was reported as on (B)(6) 1979. Please confirm the initial procedure date is on (B)(6) 2021 and not on (B)(6) 1979? Procedure date was on (B)(6) 2021. 4) what was indication for index surgery (lap myomectomy)? Closure of the myoma bed post removal of myoma. 5) what was the size of the needle used? 40mm 1/2 circle taper point. 6) what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. 7) what instruments were used to grasp the needle? Needle holder. 8) where was the needle grasped during use? 3/4. 9) were x-rays performed to localize the broken needle piece? Yes. 10) where was the broken needle piece located/in what structure? Uterus 11) was the broken needle retrieved during the same initial procedure? Yes. 12) what was the size of the retain piece of the needle retrieved? Approx 30mm. 13) was the post-operative care changed due to the event and prolonged surgery? Please specify. No. 14) what is the physician¿s opinion as to the etiology of or contributing factors to this event? Strength of needle was less. 15) what is the patient¿s current status after modified surgery (lap to open)? Normal and discharged after 2 days had to complete the surgery in open as to find the needle in the cavity as tried to find it laparoscopic but didn't find but found it through x-ray and removed it in open surgery. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number qlmdek/ sxpp1a40513 and no non-conformances related to the reported complaint condition were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure in the attachment, the procedure date was reported as (B)(6) 1979. Please confirm the initial procedure date is (B)(6) 2021 and not (B)(6) 1979? What was indication for index surgery (lap myomectomy)? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the broken needle piece? Where was the broken needle piece located/in what structure? Was the broken needle retrieved during the same initial procedure? What was the size of the retain piece of the needle retrieved? Was the post-operative care changed due to the event and prolonged surgery? Please specify. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status after modified surgery (lap to open)? If product will be returned, please provide a return date and tracking information? Additional event information provided: "how long was the procedure prolonged as a result of the difficulties encountered with the device (minutes)? 120 minutes. What action was taken/required to manage the problem during the procedure? - lap surgery was managed by doing open myomectomy date the event, if different from date of procedure/surgery: - no procedure: lap myomectomy, date of event (B)(6) 2021 10.00am when did the device problem occur? - during uterine closer post myomectomy procedure/surgery name - lap myomectomy has the reporter facility indicated there may be legal action? - no was the user trained? - yes was the product stored according to labeling instructions? - yes " trade name - irgacare® active ingredient(s) ¿ (B)(4) dosage form ¿ suture/solid/parenteral strength = (B)(4).

Event description:
It was reported that the patient underwent a lap myomectomy on (B)(6) 2021 and the barbed suture was used. During uterine closure, the needle broke and surgery was managed by converting to open myomectomy. The procedure was prolonged for 120 minutes. Additional information has been requested.